Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's hospitalization was not extended.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 ((B)(6)); product type: 3294-generator; product ID afr-00008 ((B)(6)); product type: 3294-generator; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the affera system, multiple software issues occurred, including "pump hardware fault" and radiofrequency generator (rfg) to pulsed field generator (pfg) communication errors. The procedure was initially successful in performing the inferior line and roof line with pulsed field ablation, as well as the mitral line with radiofrequency ablation; however, after these steps, the system failed to provide any further ablation applications due to the errors. Despite attempts to resolve the issue by restarting the system and replacing the sphere-9 electrical cable, the problem persisted.  Consequently, the procedure was aborted while the patient was under general anesthesia. The event led to an extension of the patient's hospitalization, and it was planned for the patient to return for another procedure with a different system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the service report were reviewed. The reported errors (pump, radiofrequency generator (rfg) to pulsed field generator (pfg)) were confirmed using image files returned from the field. The field service engineering report was reviewed and the work performed required a system replacement. Install of the replacement system to occur once it becomes available. The hardware error was addressed by planning a replacement of the hexaflow pump and hexapulse pulsed field generator systems. The case was marked as resolved after providing guidance for data file uploads and ensuring proper coordination for the system replacement. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.